Manufacturer narrative:
The trigl reagent lot number is 73558801 and the expiration date is 30-jun-2024. The chol2 reagent lot number is 564978. The expiration date was not provided. The qc recovery data provided was acceptable. The field service engineer (fse) cleaned all probes, adjusted the sample probe, checked the cell blank water and rinse solution, checked the ultrasonic mixer, and performed mechanism and performance checks. The investigation is ongoing.

Event description:
There was an allegation of questionable chol2 cholesterol gen.2 and trigl triglycerides results for 6 patient samples on a cobas pro c 503 analytical unit. For sample 1, the initial trigl result was 14.8 mg/dl. The repeat result was 224 mg/dl. For sample 2, the initial trigl result was 30.7 mg/dl. The repeat result was 621 mg/dl. For sample 3, the initial trigl result was 25.2 mg/dl. The repeat result was 573 mg/dl. For sample 4, the initial chol2 result was 4.73 mg/dl. The repeat result was 172 mg/dl. For sample 5, the initial chol2 result was 8.18 mg/dl with flag. The repeat result was 190 mg/dl. For sample 6, the initial chol2 result was 1.51 mg/dl with flag. The repeat result was 302 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) cleaned the check valve and the rinse unit solenoid valve. The root cause of the event was found to be consistent with a contaminated sample probe. The service maintenance actions performed by the fse resolved the issue.